Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user mentioned drawer was really hard to open and needs maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was difficult to open. A field service engineer (fse) found broken sliding rails and initially tried to smooth them without success. One rail with a broken bearing cage was replaced, but both rails were found defective, requiring a return visit for the second rail. The pharmacist tested and confirmed functionality, though the drawer was slightly hard to open/close. The drawer was cleaned of debris, pyxibus connections secured, and the other slide rail swapped. Broken bearing cage and ball bearings were cleaned, and the drawer reinstalled. After restarting the station, pharmacy tested the drawer for opening and closing, and all was good. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user mentioned drawer was really hard to open and needs maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.